Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
The patient¿s father reported inaccurate cgm values which required emergency room (ER) treatment, stating that the cgm was reading higher than the bg. They calibrated the cgm multiple times but the app was still showing 30-40 points higher. The sensor had been inserted into the right abdomen on (B)(6) 2020; the patient¿s insulin pump was on the opposite side of the abdomen. On (B)(6) 2020, the patient went to sleep, and her bg dropped, but she was unaware as she did not receive an alert. Her father finally received an alert for a low cgm value of 60 mg/dl but stated that by then her true bg was much lower. He stated that when awake she can feel her glucose dropping but because she was asleep, she was not aware of any such symptoms. When he received the low alert, the father found the patient unresponsive. The cgm was reading 50 mg/dl. He immediately gave her a glucagon injection. He and his wife called emergency medical services (ems). They checked a fingerstick bg which was 41 mg/dl, but it is unknown how long after the cgm reading this was checked and the father suspects the value had actually been lower. The patient was taken to the emergency room (ER) by ambulance and was treated with d50 via intravenous (IV) therapy and then a continuous infusion of d10. Her cgm in the ER was reading 295 mg/dl, her fingerstick bg with her own meter was 241 mg/dl and a fingerstick bg with the hospital¿s meter was 240 mg/dl. The patient was kept in the ER for 3 hours. They adjusted the insulin pump basal rate of humalog to avoid another hypoglycemia event. The cgm was calibrated in the ER multiple times including at around 3:00 am and a reading at around 9:00 am was still off, with the cgm at 97 mg/dl and a bg at 69 mg/dl. After regaining consciousness, the patient remained lethargic, groggy, and out of it, and had difficulty speaking because she had bit her tongue. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.